Manufacturer narrative:
Results: computer lockup. (B)(4).

Event description:
The customer reported a clenz leak of approximately 50 ml from the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and indicated that the instrument was locked in diluting mode and clenz leaked out the bottom of the analyzer. The fse observed that vacuum trap and waste chamber were full of clenz and manually drained both chambers in addition to the wbc (white blood cell) and rbc (red blood cell) baths. No further leaks were observed but latron run produced a high cv% (coefficient of variation) and sporadic results. The fse purged and rinsed the system but issue was not resolved. A shutdown was performed and subsequent startup and latron passed. Repair was verified per established procedures and results met published specifications. Possible failure mode of the leak was due to a computer lockup which disrupted the diluter cycle causing the leak and possibly a flow cell clog leading to sporadic latron differential results.